Event description:
The account alleged that the patient position module alarm and brake not set alarm is not sounding. No injuries reported.

Manufacturer narrative:
The tech replaced the external alarm housing to resolve the issue.